Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31590. It was reported both of the patient's leads had migrated causing ineffective stimulation. Surgical intervention took place wherein the leads were explanted and replaced. Therapy was restored.